Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, the patient was admitted to the hospital due to being found to be unconscious for more than 1.5 hours. The patient had unclear consciousness, dilated pupils on both sides, and no response to light. Immediate surgical treatment was performed. After the surgery, a ventilator was used to assist breathing. It was found that the oxygen concentration of the ventilator was not displayed and could not provide enough oxygen, which may cause the patient to be unable to obtain sufficient oxygen. The patient was replaced with another ventilator and reported to the corresponding management department of the hospital. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, the patient was admitted to the hospital due to being found to be unconscious for more than 1.5 hours. The patient had unclear consciousness, dilated pupils on both sides, and no response to light. Immediate surgical treatment was performed. After the surgery, a ventilator was used to assist breathing. It was found that the oxygen concentration of the ventilator was not displayed and could not provide enough oxygen, which may cause the patient to be unable to obtain sufficient oxygen. The patient was replaced with another ventilator and reported to the corresponding management department of the hospital. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).